Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue resolved. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced a skin irritation. The recipient presented with discomfort and itchiness. The recipient was prescribed topical steroids. The recipient's ent doctor believed this to likely be device related.